Event description:
It was reported by (B)(4) study that the patient had expired at home. The patient had not been to follow up appointments after implant and no further information was known by the implanter regarding the patient's death.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted.